Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. The root cause of the positioning issue was not determined since product was not returned and there is insufficient clinical information. His report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 68-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The physician attempted to reposition the device but was unable to do so successfully. There was no harm reported to the patient.